Event description:
It was reported by pt that she underwent a right hip arthroplasty in late 2006, in which she received a durom acetabular cup. Post op, she experienced pain and her surgeon recommends that she undergo a revision.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc. Which markets the devices in the u.s.